Manufacturer narrative:
Additional information was received on 16-oct-2023. It was reported that the physician¿s opinion on the cause of this adverse event is that it was procedure related. No further information could be provided regarding patient outcome or the details of the extended hospital stay at this time. The physician¿s name was provided. Therefore, section e for initial reporter was updated with the information. The concomitant product section was updated as the generator information was provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient experienced a heart block av requiring surgical intervention and prolonged hospitalization. After ablation, the patient experienced an atrioventricular (av) block. A temporary pacemaker was implanted, and the patient left the room. Depending on the situation tomorrow, the decision whether or not to implant a permanent pacemaker and implantable cardioverter-defibrillator (ICD) will be made. According to the physician, although the purkinje fiber potential was in a visible position, it was not expected that a heart block would occur. Since there was a possibility of recovering from heart block, they will make a decision on the treatment based on tomorrow morning's situation. There were no abnormalities observed prior to and during use of the product.

Manufacturer narrative:
E. 1. Initial reporter phone : (B)(6). E. 1. Initial reporter address line 1 (cont.): (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30970398l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).